Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary two open 32g x 4mm pen needle samples and four photos were returned from lot. No. 2186592, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. As all samples returned were open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that 2 of the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) were unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the product ((B)(4)) was clogged. No chemical solution came out of the two needles. The same event had occurred in the past.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd micro-fine¿ pro pen needles 32g x 4mm, (B)(4), were unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the product (320559) was clogged. No chemical solution came out of the two needles. The same event had occurred in the past.